Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. Real-world patent foramen ovale closure in japan results from 1-year follow-up of the amplatzertm pfo occluder japan post-marketing surveillance study b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "real-world patent foramen ovale closure in japan - results from 1-year follow-up of the amplatzertm pfo occluder japan post-marketing surveillance study", was reviewed. This research article is a prospective multicenter study to evaluate the outcomes of patent foramen ovale (pfo) japan post-marketing surveillance (pms) patients through one year of follow-up. The device included in the study was the amplatzer pfo occluder. The article concluded that patients treated with the amplatzer pfo occluder experience low adverse event rates and a high degree of clinically relevant closure at the one-year mark was achieved. Relationships were established between residual shunt and the presence of atrial septal aneurysm (asa) or long-tunneled pfo. [The primary and corresponding author was teiji akagi, the sakakibara heart institute of okayama, department of cadriology, 2-5-1 nakai-cho, kita-ku, okayama, japan, with corresponding email: teijiakagi75@gmail.com]. This study included patients who underwent pfo closure between december 2019 to july 2021. A total of 500 patients were included in the study across 53 sites, of which all received an amplatzer pfo occluder. The average age was 52.7 years. The majority gender was male. Comorbidities included cerebrovascular accident, deep vein thrombosis, migraine headaches, pulmonary embolism, coronary artery disease, palpitations, chronic obstructive coronary disease, other sources of left to right shunt, sinus bradycardia, sinus tachycardia, peripheral vascular disease, major bleeding, dilated cardiomyopathy, congestive heart failure, mitral insufficiency within the last month, angina, and rheumatic mitral/aortic valvular disease.

Manufacturer narrative:
Summarized patient outcomes/complications of real-world patent foramen ovale closure in japan - results from 1-year follow-up of the amplatzertm pfo occluder japan post-marketing surveillance study were reported in a research article in a subject population with multiple co-morbidities including cerebrovascular accident, deep vein thrombosis, migraine headaches, pulmonary embolism, coronary artery disease, palpitations, chronic obstructive coronary disease, other sources of left to right shunt, sinus bradycardia, sinus tachycardia, peripheral vascular disease, major bleeding, dilated cardiomyopathy, congestive heart failure, mitral insufficiency within the last month, angina, and rheumatic mitral/aortic valvular disease. Some of the complications reported were stroke, air embolism, atrial fibrillation, hematoma, thrombus, hemorrhage; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.